Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2008. The cause of death was customer went into diabetic ketoacidosis after taking over the counter medication for bronchitis. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. It was not known if the customer was using sensors. The caller stated that it was unknown if customer had other diseases due to customer not giving correct information to healthcare professional. The caller declined returning the insulin pump. Caller is unsure of whereabouts of insulin pump.